Manufacturer narrative:
The reported event of backup vvi was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested, and no anomaly was detected. The cause of the field event is an internal memory error located on the integrated circuit.

Event description:
It was reported that the device was not use because it was found in backup vvi. No patient involved.